Event description:
It was reported that this left ventricular (lv) lead was implanted and was stable in the target vein, but the pacing impedance measurement was high, out-of-range at greater than 2,000 ohms when tested on the pacing system analyzer (psa). The lead was removed from the patient and a new lead of the same model was implanted with normal lead values. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high, out-of-range pacing impedance measurements observed during the implant procedure.

Manufacturer narrative:
The lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this left ventricular (lv) lead was implanted and was stable in the target vein, but the pacing impedance measurement was high, out-of-range at greater than 2,000 ohms when tested on the pacing system analyzer (psa). The lead was removed from the patient and a new lead of the same model was implanted with normal lead values. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.